Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical gastrectomy, on stomach pylorus, the surgeon was able to perform full, complete squeezes of the handle but the device did not fire. The device was replaced to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The approximating lever component was broken in a manner consistent with exposure to excess clamping force. Due to the observed damage to the approximating lever component, the jaw does not open or close and no further functional testing could be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.